Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his pump was not working and his blood glucose was going up without eating; also he did not get an alarm when the reservoir was empty. The customer's blood glucose level was 306 mg/dl at the time of the incident. His current blood glucose was reported as 330 mg/dl. He was treated with manual injection for high blood glucose. Also, the other blood glucose level of 269 mg/dl was reported. The customer stated that he had a back up plan available. The customer also reported that he received no delivery alarm. The insulin pump will not be returned for analysis.